Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On an unknown date, the patient began dianeal unknown therapy. On (B)(6) 2010, he contacted baxter (B)(4) technical service center and stated that he had been hospitalized due to peritonitis and he had been discharged from hospital on the previous day. Until then, he had performed peritoneal dialysis at a tidal volume of 80% because he had abdominal pain during the end of the drain cycles. As the catheter position had been improved, he was advised to increase tidal volume from 80% to 90% by a healthcare professional. Further information was not available. There was no allegation of device malfunction.